Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10. This is an updated complaint conclusion after device was returned and analyzed: after removing a smartflex vascular 8mm x 100mm x 120cm (vas) self-expanding stent from its package, it was found that the sheath tip head was not tightly connected and loose when taken out. However, the operator still used it normally. After entering the patient¿s body and reaching the lesion, the smartflex was not positioned correctly when it was released. The stent did not expand fully with good wall apposition. Therefore, a new (unknown) stent was used. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. The intended procedure/target lesion was the iliac artery with moderate calcification and moderate tortuosity. The target lesion vessel diameter was 7.1mm and "90" in length. The device was used with a non-cordis, 6f catheter sheath introducer (csi) and a non-cordis, 6f guide catheter. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The stent delivery system did not pass through any acute bends. A contralateral approach was used. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. There was no thrombus present proximal to, at, or distal to the lesion site. The lesion was pre-dilated prior to stent implantation using a 5mm non-cordis balloon. The percentage of stenosis after pre-dilation was 30%. There was difficulty and/or resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient. There was no reported patient injury. The device was returned for analysis. One non-sterile smart flex 8x100 vas 120cm was received for analysis inside a plastic bag. No original packaging was returned. Per visual analysis, the stent of the unit was already deployed from the unit and not returned for its analysis. Three kinks were observed on the outer sheath approximately at 14 cm, 15 cm and 55.2 cm from the strain relief. No other anomalies were observed. Per dimensional analysis, usable length of unit couldn¿t be properly measured due to the kinked condition of the unit, as received. Per functional analysis, deployment test couldn¿t be performed since the unit was received already deployed. An attempt to cannulate the tip was performed successfully despite the unit¿s deployed condition as received. A product history record (phr) review of lot 153967 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported events. The reported ¿stent delivery system (sds)-ses - deployment difficulty - inaccurate placement¿ was not confirmed since the event reported cannot be properly evaluated due to the nature of the complaint. The reported ¿stent-ses - incomplete expansion¿ was not confirmed since the stent was not returned for its analysis. The reported ¿catheter tip - out of position (uncannulated) - during prep¿ was not confirmed since an attempt to cannulate the tip was performed successfully despite the unit¿s deployed condition, as received. The cause of the kinks observed on the outer sheath could not be conclusively determined. It is difficult to draw a clinical conclusion between the device and the events based on the information available. However, it is probable that procedural and or handling factors such as the user¿s interaction with the device and vessel characteristics (target lesion was the iliac artery with moderate calcification and moderate tortuosity) may have contributed to the reported events. According to the instructions for use (IFU) ¿system handling ¿ precautions. Do not use if it appears to be damaged.¿ additionally, ¿stent placement ¿ precautions. Use caution when crossing a deployed stent with any adjunct device. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3, and h10. The device was later returned for analysis. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: after removing a smartflex vascular 8mm x 100mm x 120cm (vas) self-expanding stent from its package, it was found that the sheath tip head was not tightly connected and loose when taken out. However, the operator still used it normally. After entering the patient¿s body and reaching the lesion, the smartflex was not positioned correctly when it was released. The stent did not expand fully with good wall apposition. Therefore, a new (unknown) stent was used. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. The intended procedure/target lesion was the iliac artery with moderate calcification and moderate tortuosity. The target lesion vessel diameter was 7.1mm and "90" in length. The device was used with a non-cordis, 6f catheter sheath introducer (csi) and a non-cordis, 6f guide catheter. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The stent delivery system did not pass through any acute bends. A contralateral approach was used. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. There was no thrombus present proximal to, at, or distal to the lesion site. The lesion was pre-dilated prior to stent implantation using a 5mm non-cordis balloon. The percentage of stenosis after pre-dilation was 30%. There was difficulty and/or resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient. There was no reported patient injury. The device was not returned for analysis. A product history record (phr) review of lot 153967 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported events. Without the return of the device for analysis and based on the limited information provided, the reported ¿catheter tip~ out of position (uncannulated) - during prep¿, ¿stent delivery system (sds)-ses~ deployment difficulty - inaccurate placement¿ and ¿stent-ses~ incomplete expansion¿ could not be confirmed and the exact root cause could not be determined. It is difficult to draw a clinical conclusion between the device and the events based on the information available. However, it is probable that procedural and or handling factors such as the user¿s interaction with the device and vessel characteristics (target lesion was the iliac artery with moderate calcification and moderate tortuosity) may have contributed to the reported events. According to the instructions for use (IFU) ¿system handling ¿ precautions. Do not use if it appears to be damaged.¿ additionally, ¿stent placement ¿ precautions. Use caution when crossing a deployed stent with any adjunct device. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After removing an 8mm x 100mm x 120cm smartflex vascular (vas) self-expanding stent from its package, it was found that the sheath tip head was not tightly connected and loose when taken out. However, the operator still used it normally. After entering the patient¿s body and reaching the lesion, the smartflex was not positioned correctly when it was released. The stent did not expand fully with good wall apposition. Therefore, a new (unknown) stent was used. There was no reported patient injury. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. The intended procedure/target lesion was the iliac artery with moderate calcification and moderate tortuosity. The target lesion vessel diameter was 7.1mm and "90" in length. The device was used with a non-cordis, 6f catheter sheath introducer (csi) and a non-cordis, 6f guide catheter. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The stent delivery system did not pass through any acute bends. A contralateral approach was used. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. There was no thrombus present proximal to, at, or distal to the lesion site. The lesion was pre-dilated prior to stent implantation using a 5mm non-cordis balloon. The percentage of stenosis after pre-dilation was 30%. There was difficulty and/or resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient. Other procedural details were requested but are unknown, unavailable, or not applicable. The device will be returned for evaluation.